Event description:
The facility representative reported a colleague infusion pump with a "failure of segments of screen". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "failure of segments of screen" was confirmed by baxter personnel during product evaluation. The root cause was assigned to missing segments on the pump head module (phm) display. The phm was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.